Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 15/1.5 maverick over-the-wire ptca catheter was advanced to an unknown lesion. The balloon ruptured at 8 atmospheres. The total number of inflations and to what atmospheres is unknown. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is reported as "good."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).